Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on critical override. Previously, the station displayed a black screen and prompted for a password. A reboot was performed, after which it entered critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue by unplugging and reconnecting the ethernet cable and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.